Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). (B)(4). Device history records review was conducted. The report indicates that the: a device history record review was performed for the subject: part: 309.068 / lot: 2046935, manufacturing location: (B)(4), manufacturing date: 12. Dec. 2002. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as follows: it was reported that reamer tube cracked while it is being used to attempt to remove a 10 year old 7.3 cannulated screw implant. During a reconstruction procedure, the surgeon removed the 7.3 screw implant head. However, the surgeon was unable to remove the shaft of the 7.3 screw implant because reamer cracked. The reamer has 6 tips. 3 tips remained with the reamer, 2 tips dropped into patient's body and was retrieved successfully. As for the remaining one tip, it was unable to be located. However, the surgeon confirmed through x-ray that there is no tip remaining in the patient's body. The surgeon then proceeded to implant two 4.5 screw implant into patient's body and completed the procedure successfully. The decontaminated reamer will be returned to synthes for investigation. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. The teeth are broken. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The hardness, inner diameter and outside diameter were measured, and fulfill the specifications. Since the product was manufactured in 202, the raw material certificate was not able to be reviewed. Based on this the complaint is rated as confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event occurred in (B)(6).